Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/23/2019. H3 device evaluation summary: it was reported that the device had performance pull off - suture needle. It was received for analysis a box with twenty unopened samples of product code fz318, lot mjz218. The complaint sample was not returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 22210968-2019-81023 and 2210968-2019-81026. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the thread pulled off. There were no adverse patient consequences reported.